Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) could not be interrogated following an attempt with two different programmers. There was also a magnet placed over the device and tones were unable to be heard. The patient had been lost to follow-up for approximately 1.5 years. However, tachycardia therapy had been programmed off approximately eight months ago due to the patient's 'do not resuscitate' status. The patient was currently in the hospital due to pneumonia. There was no evidence to suggest the patient had previously received a large amount of shock therapy that would've depleted the battery. No further action regarding the device planned to be performed.